Manufacturer narrative:
(B)(4). The customer reported that the ac power connector on the ac power module popped out and wires were exposed. There was no reported pt involvement. The customer was sent a replacement ac power module to resolve the failure.

Event description:
The customer reported that the ac power connector on the ac power module popped out and wires were exposed. There was no reported pt involvement.